Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with volista standop surgical light. According to the photographic evidence, the rust occurred on the ceiling cover. There was no injury reported, however we decided to report the issue in abundance of caution as rust may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. According to the photographic evidence, the rust occurred on the ceiling cover. There was no injury reported, however we decided to report the issue in abundance of caution as rust may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to corrosion occurrence. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. The most likely root causes of this incident are: higher humidity in the operating room; water ingress; fumigation treatment (strictly forbidden by manufacturer). User manual IFU 01781 en 13 page 27 mentions the environmental conditions for use and to check the device during daily inspection (page 37). We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).